Event description:
Related manufacturer reference number: 2017865-2022-46113, related manufacturer reference number: 2017865-2022-46114. It was reported that the patient presented to the emergency room on (B)(6) 2022 with multiple episodes of inappropriate shock. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD) had delivered inappropriate shock due to oversensing of signals and high capture threshold on the right ventricular (rv) lead. Chest x-ray confirmed dislodgement on right ventricular (rv) lead and right atrial (ra) lead and lack of slack on ra lead. The ICD, rv lead and ra lead were migrated due to twiddler's syndrome. The physician explanted and replaced the rv lead and re-positioned the ICD and ra lead on (B)(6) 2022. The patient was in stable condition.